Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system (eifu), electronic instructions for use (eifu), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild calcification and moderate tortuosity. Pre-dilatation was performed with a 2.5x12mm balloon. The 3.0x48mm xience xpedition stent delivery system (sds) was deployed at 10 atmospheres (atms) and post dilatation was performed per standard procedure with 3.0x12mm non-compliant balloon. However, a proximal edge dissection was noted post deployment. Another 3.5x12mm xience sierra stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.